Manufacturer narrative:
The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found bent at ~36.2cm from the proximal end and found kinked between ~150.0cm and ~152.6cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found broken. The implant coil was already detached and not returned for analysis. The retainer ring was found undamaged. The release wire was extending out the retainer ring ~0.0022¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring was measured to be 0.00471¿, which is not within specification (specification: 0.00455¿ ± 0.00010¿). No other anomalies were observed. Based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely out of specification retainer ring caused the detach element to slip out and detach the implant coil. As the implant coil was not returned for analysis, any contribution of the implant coil towards the premature detachment could not be assessed. There is an indication that the event is related to a potential manufacturing issue, and the device history record will be reviewed. The shield coil was found broken and the pusher was found kinked/bent. Possible causes of the damages are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported repositioning was performed twice, no friction or delivery during delivery, no damages to devices, continuous flush was used, patient vessel tortuosity as minimal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis #(B)(4):equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened axium prime inner pouch. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found bent at ~36.2cm from the proximal end and found kinked between ~150.0cm and ~152.6cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found broken. The implant coil was already detached and not returned for analysis. The retainer ring was found undamaged. Testing/analysis: the release wire was extending out the retainer ring ~0.0022¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring was measured to be 0.00471¿, which is not within specification (specification: 0.00455¿ ± 0.00010¿). No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely out of specification retainer ring caused the detach element to slip out and detach the implant coil. As the implant coil was not returned for analysis, any contribution of the implant coil towards the premature detachment could not be assessed. There is an indication that the event is related to a potential manufacturing issue, and the device history record will be reviewed. The shield coil was found broken and the pusher was found kinked/bent. Possible causes of the damages are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported repositioning was performed twice, no friction or delivery during delivery, no damages to devices, continuous flush was used, patient vessel tortuosity as minimal. Update: the outer jacket was removed, and the release wire was retracted out of the retainer ring to better view the retainer ring. Dried blood was found within the lumen stop and retainer ring. The dried blood was dissolved. The inner diameter of the retainer ring was re-measured to be 0.00450¿, which is within specification (specification: 0.00455¿ ± 0.00010¿). Additionally, according to 10624364doc rev. Ab ¿100% production inspection of pfm retainer rings¿ the retainer ring is 100% inspect for small ID, od, taper ID, land length, ID to od concentricity, and od to taper ID concentricity. Retainer ring inspection at tj is performed 100% with an automated equipment (nexiv) which has the same spec than that specified in the drawing which is 0.00455 ± .00010 for the small ID. Nexiv calibration process is done by external vendor to assure the results obtained are accurate. In addition, a confirmation is done in the manufacturing line using a calibrated circle standard of .00384¿ -.00404¿ to assure correct measurements from the nexiv. Therefore, the retainer ring is not likely the cause of the premature detachment and there was no manufacturing issue identified. Possible cause of premature detachment is the many bends and kinks found on the pusher, potentially causing the coin and release wire to be retracted o ut of the retainer ring, causing the implant to detach. H6. Coding updated based on analysis results. Pertains to FDA regulatory inquiry ref. 2029214-2021-01123 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after the coil detached and was implanted in the aneurysm, a stent was implanted to hold the coil in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that displacement occurred during delivery of the coil, and the microcatheter slipped off. After recovering the coil, the microcatheter was pushed further to be delivered again. However, it was found the coil had detached in advance. It was noted repositioning was performed twice, there was no friction or difficulty during delivery, no damage to the devices, a continuous flush had been used, no detachment attempts made, and no intervention required. The coil was implanted successfully at the intended location. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the middle cerebral artery (mca) with a max diameter of 2 mm and a 2 mm neck diameter. It was noted the patient's vessel tortuosity was minimal.